Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition.

Event description:
The facility representative reported a colleague infusion pump with a failure code 810:11. This event occurred upon power up in the biomed service department. There was no report of patient involvement, injury, or medical intervention. During review of the event history it was determined that the reported condition occurred on channel a on (B)(6) 2011, during delivery causing an interruption of delivery. No additional information is available. This device utilizes user interface module master software version 6.13.90 categorized as remediated.

Manufacturer narrative:
The reported condition of failure code 810:11 was confirmed, but not duplicated, and was found to be due to the air base being too high. The air in line printed circuit board was recalibrated and verified to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).